Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The impedances were previously between 100 to 110 ohms, but now, the highest value recorded was 150 ohms. The rise in shock impedances has been gradual. Boston scientific technical services discussed troubleshooting. This rv lead and the existing implantable cardioverter defibrillator remain in service. The patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a commanded shock was performed. The shock resulted in a code 1005 being displayed which is an open circuit condition. The rv lead was then surgically abandoned and replaced. The existing crt-d was also replaced. An x-ray was performed and no damage was observed on the lead. No additional adverse patient effects were reported.